Event description:
It was reported that an arteriotomy closure of a common femoral artery was attempted using a proglide after an unspecified procedure. Reportedly, during suture retrieval, the suture broke. The method to achieve hemostasis was not provided. There was no reported adverse patient sequela. The physician is reported to be trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The analysis of the returned device did not confirm the reported suture break. The suture bight/loop was still loaded on the suture bearing and there is a knot formed. This is consistent with successful needle deployment and suture retrieval. Therefore, probable cause for the suture pulled out of the artery is related to the operational context in the use of the device. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.